Manufacturer narrative:
Follow-up #1 date of submission 01/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows power on resets. The battery cap returned with the pump was observed to be stripped. The battery compartment has a crack from case seal to the threads. There is visible corrosion in the battery compartment. The pump was exercised for 24 hours with test battery cap, no power issues occurred during testing with the test cap. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the display screen was observed to have a faded pinkish contrast.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported an elevated blood glucose (bg) episode. The patient indicated that he had noticed a crack in the pump's battery compartment 2 weeks earlier. The patient claimed that during the time of concern, he encountered loss of power issues and a blank screen resulting with the pump resetting. In addition, the patient alleged that he had high bg with symptoms of frequent urination, increased thirst, and feeling tired. The anm representative involved in this contact was unable to determine if the patient's elevated bg levels were related to the power loss issues. The alleged power issue with physical damage is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. It is unclear if the patient continued to use the pump after noticing the cracked battery compartment and having the power loss issues. Through troubleshooting, the anm representative concluded that the patient's elevated bg levels were possibly attributed to diabetes management factors or insertion issues. The patient had reportedly consumed "vitamin water and the 30 grams of sugar or corn syrup." In addition, the patient mentioned that after changing his site/set, his bg's came back down to normal. The patient denied having any associated health conditions or medication changes. He also denied consuming high fat food or having changes in activity level, body image, or stress/pain levels. The anm representative was unable to determine the pump's I:c ratio. The patient claimed that his site appeared to be intact with no abnormalities observed. He could not recall if the cannula was bent or if there was bleeding at the site. He also could not remember finding blood in the cannula or tubing. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed he developed elevated bg levels with symptoms that can be associated with severe hyperglycemia. However, it is unclear if the pump, diabetes management factors, and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.